Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that the caregiver (cg) performs pd for the home patient (hp) and that the cg made a touch contamination while performing the therapy, which resulted in the hp developing peritonitis. It was also reported that the php has been in and out of the emergency room (dates and reasons unspecified) but that the hp was not admitted to the hospital for the peritonitis event. On an unreported date, the hp was treated for the peritonitis with vancomycin, intraperitoneally (unknown dose and frequency). On an unreported date, the cg was retrained on the proper aseptic technique for performing pd therapy. At the time of this report, the peritonitis was resolved, the hp was recovered, and dianeal therapies was ongoing. No additional information is available at this time.